Event description:
The customer reported to beckman coulter (bec) that the hemoglobin (hgb) lamp was not working and approximately 10 ml of diluent was leaking from the backwash tank/sweep flow reservoir purge (vl61) of the coulter lh 780 hematology analyzer and onto the counter. The leak was not contained within the instrument. The analyzer was also not producing hgb results. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found the hgb lamp was operational and the leak was a result of disconnected tubing off vl61 (backwash tank/sweep flow reservoir purge). The fse replaced the tubing resolving the leak and verified that the hgb cuvette assembly was operational to ensure proper hgb results. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was attributed to disconnected tubing off the vl61 (backwash tank/sweep flow reservoir purge). (B)(4).